Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision due to poly wear.

Manufacturer narrative:
Corrected data: device not returned. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: not performed as the device lot# is unknown. -complaint history review: not performed as the device lot# is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the liner lot number, operative reports, patient history, x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Revision due to poly wear.